Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During an atrial tachycardia procedure, a blood leak occurred from the hemostasis valve. Immediately after the sheath was inserted into the right atrium and before the septal puncture or catheter insertion, the dilator was removed and a blood leak was noted from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.